Event description:
The customer reports that the device broke off (1 cm). Patient has small vessels. It was difficult navigating needle into the vessel. Once the user had the tip in and walked it in as usually done and advanced the wire without difficulty. When the user went to advance the catheter , resistance was initially felt so the user retracted the catheter. When the user went back to look at the ultrasound the catheter was in the vessel which did not make sense to the user and it was decided to abort. The needle came out with 1 cm missing. The ultrasound visualized catheter in tissue.

Manufacturer narrative:
Qn#(B)(4). The customer returned one endurance catheter assembly for evaluation. The catheter assembly was returned separate from the guide wire/needle assembly. Visual examination revealed the catheter tip was torn and separated. The distal separated portion of the catheter was not returned. The point of separation appeared smooth and angled, indicating contact with a sharp object likely caused the tear. The returned portion of the catheter body measured 52 mm. The catheter length should be 65 mm therefore approximately 13 mm of the catheter body separated and was not returned. The inner and outer diameter of the catheter were measured and were within specification which indicates there is no wall thickness issue. A device history record review was performed with no relevant findings. The instructions for use provided with this kit warns the user to not force the catheter if resistance is encountered during advancement and that prior to insertion, the distal tip of catheter must be fully retracted past the needle bevel or catheter tip damage may occur. The IFU also contains information on how to carefully remove the endurance catheter to avoid catheter damage. The report of the catheter separation was confirmed by complaint investigation. The point of separation on the catheter appeared angled and smooth. This indicates that contact with a sharp object caused the separation (i.e. Needle bevel). No dimensional issues were found, and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the received sample, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). It is unknown, currently, if there was an intervention (in ir) to remove the catheter that was visible in the patient's vessel.

Event description:
The customer reports that the device broke off (1 cm). Patient has small vessels. It was difficult navigating needle into the vessel. Once the user had the tip in and walked it in as usually done and advanced the wire without difficulty. When the user went to advance the catheter , resistance was initially felt so the user retracted the catheter. When the user went back to look at the ultrasound the catheter was in the vessel which did not make sense to the user and it was decided to abort. The needle came out with 1 cm missing. The ultrasound visualized catheter in tissue.